Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable having a small cut in its jacket was confirmed, as the returned mpu (serial number (B)(6)) was observed to have a small cut on its patient cable jacket upon arrival. The mpu was received at the european distribution center. The mpu was functionally tested and was found to perform as intended despite the observed damage on its patient cable¿s jacket. The patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The root cause of the observed jacket damage was unable to be determined through this analysis. The heartmate 3 patient handbook (rev c, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev c, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable of the mobile power unit had a small cut.